Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified coronary artery. A 4.00 x 28mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. When the device was pulled outside the body, deformation was obsereved on the proximal part of the stent strut. The procedure was completed with another of the same device. There were no patient complications reported.